Manufacturer narrative:
E1: initial reporter phone: (B)(6). B3: date of event is unknown. No information has been provided to date. H3: device not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, that when removing the catheter from the endotracheal tube, a blue wing came off the blue endotracheal tube adapter. There was patient involvement. And no adverse event reported.

Manufacturer narrative:
H6: evaluation codes updated. Three photos were provided for the investigation. It is shown in photo one that the blue connector is missing a wing. However, it is not possible to confirm the cause since the physical device was not returned by the customer. A device history review could not be performed as no item or lot number was provided.